Event description:
The customer reported an interlock error on boot up . No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the filament driver pcb. System operates as intended. (B) (4)